Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that patient experienced urinary incontinence. A lead was twisted and separated from the battery. Portions of the lead remain in the battery header. The tined lead was showing high impedance. Snm revision and replacement was performed.

Manufacturer narrative:
Block h11: investigation details: the visual inspection showed a deformed, fractured lead. The reported complaint was confirmed. Device investigation showed zero issues. The lead was functional and measured impedances were acceptable. Cause not established was chosen as conclusion code. It is unknown how the patient fractured their lead.

Event description:
It was reported that patient experienced urinary incontinence. A lead was twisted and separated from the battery. Portions of the lead remain in the battery header. The tined lead was showing high impedance. Snm revision and replacement was performed.